Manufacturer narrative:
(B)(4). - concomitant devices - nexgen stemmed non-augmentable option tibial component size 6 catalog #: 00598604702 lot #: 63996506, nexgen articular surface size ef 12mm catalog #: 00596404012 lot #: 64626180, nexgen standard all poly patella size 35mm catalog #: 00597206535 lot #: 64620672 h6 - component code - proposed code is mechanical (g04) - femur. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address tibial and femoral component loosening accompanied by pain after a fall approximately five (5) years post-operatively. During the procedure, the femoral component was noted to be grossly loose and the tibial tray was found to have no cement adhered to the titanium surface. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10, h11. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.